Event description:
A zoll distributor returned electrode belt sn (B)(4) indicating that the electrode belt would not communicate with a monitor.

Manufacturer narrative:
Device eval of electrode belt sn (B)(4) has been completed. The reported problem (unable to communicate with monitor) was confirmed. Upon investigation the electrode belt failed incoming functionality testing. The cause for the failure was isolated to open orange (+5v) and black (main_batt) wires in the trunk cable. The trunk cable showed signs of physical abuse. The root cause for the open wires could not be positively identified but was likely excessive force. The root cause for the open wires could not be positively identified but was likely excessive force. No adverse event resulted from the strained cable.